Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (have hysto tomorrow). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("teeth removed") and experienced gingival swelling ("top gum swells") and gingival ulceration ("ulcers on my gums"). The patient was treated with surgery (have hysto tomorrow). Essure was removed. At the time of the report, the medical device removal, gingival swelling, tooth extraction and gingival ulceration outcome was unknown. The reporter considered gingival swelling, gingival ulceration, medical device removal and tooth extraction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gingival swelling, tooth extraction and gingival ulceration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("teeth removed") and experienced gingival swelling ("top gum swells") and gingival ulceration ("ulcers on my gums"). The patient was treated with surgery (have hysto tomorrow). At the time of the report, the medical device removal, gingival swelling, tooth extraction and gingival ulceration outcome was unknown. The reporter considered gingival swelling, gingival ulceration, medical device removal and tooth extraction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gingival swelling, tooth extraction and gingival ulceration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (have hysto tomorrow). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("teeth removed") and experienced gingival swelling ("top gum swells") and gingival ulceration ("ulcers on my gums"). The patient would be treated with surgery (have hysto tomorrow). At the time of the report, the medical device removal, gingival swelling, tooth extraction and gingival ulceration outcome was unknown. The reporter considered gingival swelling, gingival ulceration, medical device removal and tooth extraction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gingival swelling, tooth extraction and gingival ulceration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- gum swelling, tooth extraction, gingival ulceration, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.